Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted during an unknown endovascular treatment. It was reported that during the index procedure a type ia endoleak occurred. A heli-fx endoanchoring system was then attempted to be used for the treatment of the endoleak. After first stage deployment during the index procedure, a blue light appeared and the system would not allow second stage deployment. The device handle was turned anticlockwise and retrieved back into the guide. The procedure was ended due to inventory shortages. As per the physician the cause of the blue light error was as a result of product fault. The cause of the type ia endoleak is unknown. No additional clinical sequalae was provided and the patient will be monitored.